Event description:
The customer complained of low ise sodium electrode (na) results and low ise potassium electrode (k) results when comparing the b 123 instrument to the cobas 8000 in the laboratory. Of the data provided for 10 patient samples, four results were erroneous and were reported outside of the laboratory. Patient sample 1 initial na result on the b 123 instrument was 130 mmol/l. The repeat result from the laboratory was 137 mmol/l. Patient sample 2 initial na result on the b 123 instrument was 127 mmol/l. The repeat result from the laboratory was 133 mmol/l. Patient sample 3 initial na result on the b 123 instrument was 127 mmol/l. The repeat result from the laboratory was 133 mmol/l. Patient sample 4 initial na result on the b 123 instrument was 130 mmol/l. The repeat result from the laboratory was 137 mmol/l. No adverse events were reported. The results from the laboratory were used for treatment decisions. The ise sodium electrode lot number and expiration date was requested but not provided.

Manufacturer narrative:
The investigation determined the na and k measurements were correct. Quality control and calibration measurements were within limits. The na difference between the b 123 instrument and the cobas 8000 is due to different measurement principles and reference methods. The k difference between the b 123 instrument and the cobas 8000 could be due to several reasons unrelated to the device, such as hemolysis, delayed separation of cells from serum or plasma, thrombocythaemia, leukocytosis, or a delay of more than 30 minutes from sampling to analysis.

Manufacturer narrative:
This event occurred in (B)(6).